Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on 06/26/2013 with the following results: testing confirmed no response to button presses on the keypad. Pump audible and vibratory alarms are operational. There are no visible signs of damage to the keypad. The keypad cover was removed to examine the button contacts. No issues found. The pump was opened to investigate. Observed the keypad flex connector latch is not closed. Unable to obtain an audible alarm reading because of unresponsive keypad.unable to test bolus button because of unresponsive keypad.